Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the lead was returned with helix extended. Dried blood noted in neck region (tip). The reported field allegation of dislodgment was not confirmed. No anomalies noted in helix/lead tip. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal end, which block passage of a stylet. Helix mechanism test was not performed due to dried blood in helix housing and deformed cathode coil.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead experienced dislodgement. The ra lead was attempted to be repositioned, but the lead helix exhibited extension issues. The lead was explanted. No additional adverse patient effects were reported.